Event description:
During open reduction, internal fixation of tibial fracture, the surgical team was placing cortical screws in the areas needed. One of these cortical screws broke during the procedure. The surgical team was able to recover the head of the screw, but were unable to remove the shaft of the screw. Patient negative for any past medical history and no medications.